Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub was separated on 2 occasions before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub.

Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) 29gx12.7mm, 0.3ml bd insulin syringes from an open polybag from lot 9337429. Customer reported when removing the shield, the needle with the shied was separated from the hub. Both returned syringes were examined, and it was observed that neither syringe exhibited a separated needle hub/shield assembly; removing the cannula shields from these 2 syringes did not result in hub separation. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200863709] noted for out of spec shield pull. There were two (2) notifications [200864499, 200842714] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub was separated on 2 occasions before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub.